Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the implantable cardiac monitor was unable to be interrogated by a programmer. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.